Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they tried to prime the device, but insulin comes out and will not go forward into the cannula fill. The customer states insulin also continues to come out after the motor has stopped. The customer's blood glucose level at the time of incident was 90mg/dl. The customer states they were unable to exit the manual prime loop. The customer states they did not did not receive second series of beeps nor did the numbers appear on the screen. The customer was advised the pump would have to be replaced and returned for analysis. The customer rejected the continuation of therapy pump at this time.